Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) experienced a complex tachyarrhythmia that required two shocks to convert the rhythm. Boston scientific technical services (ts) was contacted for an episode data review. It was discussed that the first shock was appropriately delivered, but was unsuccessful at completely converting the arrhythmia. After this shock, the arrhythmia was below the programmed therapy zones, but due to intrinsic double-counting over-sensing, a second shock was delivered. Although this second shock was technically inappropriate due to the programmed settings, it was successful in converting the patient's tachyarrhythmia. Ts explained that this non-conversion, which had been present since the implant procedure, along with a history of inappropriate therapy, likely pointed to a system positioning issue. However, this has not been confirmed via diagnostic imaging. Regardless, surgical intervention was recommended. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.